Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: bsms: model #: mu-631ra, serial #: (B)(4), device manufacturer data: 01/01/2016, unique identifier (UDI) #: (B)(4). Input unit: model #: ay-651p-qm, serial #: (B)(4), device manufacturer data: na, unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming arrhythmia's between 3:38 am to 7:28 am on (B)(6) 2021. The bme said that the staff noticed this issue because from 6:38 am to 7:28 am the cns was not alarming any tachycardia events either, they transferred the patient to another department that uses transmitters. The bme collected logs and printouts for this event and sent them into nihon kohden for further investigation. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming arrhythmia's or tachycardia events between 3:38 am to 7:28am on 11/29/2021. The bme collected device logs and printouts for this event and sent them into nihon kohden (nk) for further investigation. No patient harm was reported. Investigation summary: these alarms were captured in arrhythmia recall. Since the alarms were recorded in arrhythmia recall, the events were detected and were triggered by the algorithm to register these events. The visual and audible alarms are dependent on user settings and the environment that would enable the user to see or hear the alarms. The cns is equipped with a speaker, built into the main touchscreen display. Audio is transmitted from the main unit to the speaker via an audio cable. The audio cable is plugged into the main touchscreen display and the main touchscreen display with built-in speaker. To ensure audio performance, it is important that users do not obstruct the speaker with objects placed in front. Should the monitor placement and/or the main unit get relocated and adjusted, the audio cable should be checked to ensure the secure connection has not been compromised. Sound settings can be adjusted. This cns was installed on 06/30/2018. The service history for this device shows this is an isolated incident. The customer continued to use the device. To date, there has been no recurrence of the reported issue. It is therefore presumed that the cns has been functioning as intended. There is no indication of a device malfunction.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming arrhythmia's or tachycardia events between 3:38 am to 7:28am on (B)(6) 2021. The bme collected device logs and printouts for this event and sent them into nihon kohden for further investigation. No patient harm was reported.